Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A dimensional inspection was performed with a comparator (eq-022 cal. Due 3/20/2025). Dimension "b" was measured per drawing 14-521508-00-() rev. J and found the dimension to measure .477", which indicates this screw as part number 14-521542, a 4.5 x 12mm fixed screw (dwg 14-521538-00-()). Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper repackaging practices. DHR review: the DHR was reviewed. It was initially recorded that there are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. It was later confirmed that the part number on the package did not match the part model in the package. An internal CAPA has been previously opened to address this issue. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that they received two packages of maxan fixed screws in packaging labeled for a different size than the actual contents. There was no patient involvement.this is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2024-00150.

Event description:
A distributor reported that they received two packages of maxan fixed screws in packaging labeled for a different size than the actual contents. There was no patient involvement. This is report two of two for this event.